Event description:
It was reported that the device failed the op check. There was no report of patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the xl+ kit-therapy capacitor, the replacement for a quote was provided. The device remains at the customer site and no further evaluation is warranted at this time.